Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Initial reporter address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: the button will not retract the needle.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for lot 2013579 has been reviewed. Subassembly lot 2013579 material 7000bcs37 was built on afa line 9 from (B)(6)2022 through (B)(6)2022. Final lot was packaged on pkg line 11 from (B)(6)2022 through (B)(6)2022 and pkg line 8 from (B)(6)2022 through (B)(6)2022 for a total quantity of 209,210 units. Qn#(B)(4).was initiated for damage grips during the built of lot number, which could potentially be related to this complaint. No process deviations were found.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: the button will not retract the needle.